Manufacturer narrative:
This report is submitted on february 08, 2018, (B)(4).

Event description:
Per the surgeon, the patient experienced an infection at abutment site and subsequently was treated with an oral antibiotic (date and duration not reported); however the issue could not resolved. On (B)(6) 2018 the abutment was removed under a general anaesthetic to allow the site to heal.